Event description:
It was reported that device entrapment and vessel dissection occurred. The target lesion was located in the moderately tortuous and mildly calcified mid to distal right coronary artery. Following pre-dilating with an unknown 2.0 balloon, the opticross hd imaging catheter was advanced to visualize the lesion. No friction was felt while advancing the catheter. The device was turn on for imaging and then turned off. The device was turned on again and manual pullback started. However, when manual pullback was completed, it was noticed under fluoroscopy that there was a significant wire wrap and a kink in the non-boston scientific wire. The catheter and wire had to be removed together. The catheter was intact and once outside the patient, the wire could be removed from the catheter. At the same time, a proximal rca dissection and treated, likely by stenting. It was not known whether it was the opticross entrapment or the guide catheter which caused the dissection. The procedure was successfully completed with a new imaging catheter. The patient was stable post-procedure and fully recovered.

Event description:
It was reported that device entrapment and vessel dissection occurred. The target lesion was located in the moderately tortuous and mildly calcified mid to distal right coronary artery. Following pre-dilating with an unknown 2.0 balloon, the opticross hd imaging catheter was advanced to visualize the lesion. No friction was felt while advancing the catheter. The device was turn on for imaging and then turned off. The device was turned on again and manual pullback started. However, when manual pullback was completed, it was noticed under fluoroscopy that there was a significant wire wrap and a kink in the non-boston scientific wire. The catheter and wire had to be removed together. The catheter was intact and once outside the patient, the wire could be removed from the catheter. At the same time, a proximal rca dissection and treated, likely by stenting. It was not known whether it was the opticross entrapment or the guide catheter which caused the dissection. The procedure was successfully completed with a new imaging catheter. The patient was stable post-procedure and fully recovered.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath and imaging window were kinked. Microscopic inspection revealed an imaging window tear. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted.